Event description:
It was reported that the patient stated feeling symptoms like those from before the device was implanted. The patient had "several (20 and over) fast tachs a day". Follow up information was unable to be obtained. The implantable cardiac defibrillator (ICD) device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.